Event description:
It was reported that the customer reached out to bd to help understand the message, ¿pump-stopped-standby¿ from the all-infusion report. The customer was reaching out to know what happened at 2202. It was noted that it should have run from ~2143 to ~2213, and the programmed duration in seconds was 1770 or about 30 minutes, however it stopped at 2202 for an unknown reason. There was patient involvement, but no harm. Bd learned the following additional information from due diligence follow up: the date of event was 17 (B)(6) 2025, and the infusion was meropenem. The intended infusion rate was 9.8ml/hr with a volume to be infused of 4.82ml and a total bag/bottle volume and concentration of 4.9ml of 20mg/ml. It was noted that 2.92ml had infused in 17.95 minutes. The customer also noted that, "all signs are pointing to this being a manual error."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: initial reporter addr 1, initial reporter city, initial reporter state, initial reporter zip, initial reporter facility name. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported programming error was confirmed through log review and determined to be a user error. The log revealed that the clinician turned off the channel on the suspect device, which stopped the infusion prematurely. Inspection and laboratory testing could not be performed because the devices were not returned for investigation. The pc unit (pcu) and the syringe pump module were not returned for investigation. The facility reported that the suspect devices will not be released to bd at this time. However, the facility provided the event and error logs from both suspect devices as well as the data set to assist in reviewing the reported complaint. Pcu module event log showed on 17 october 2025, at 9:40 pm an IV remote infusion was received, the drug was recorded as ¿meropenem¿ (drug ID=114). The selected syringe module was recorded as a bd 5 ml syringe and the infusion was programmed with dose of 35.2518 mg/kg, rate of 9.8 ml/h and volume to be infused (vtbi) of 4.82 ml. An attempt to start the infusion was made, however a new IV remote infusion was received with the same drug and parameters, the same behavior occurred several times, three (3) remote IV infusions were received until 9:44 pm when the last received infusion started. At 9:44 pm an IV remote of meropenem (drug ID = 114) was received with the following parameters, drug amount of 98 mg, dose of 40 mg/kg, rate of 9.8 ml/h and vtbi of 4.69 ml (using a 5ml bd syringe). The infusion started with a primary volume infused (pvi) of 0.099 ml (accumulated from previous infusions). At 10:02 pm the user pressed key ¿channel off¿ and the device was turned off, the infusion stopped with a pvi of 3.052 ml, therefore the total primary volume infused recorded was calculated to be 2.953 ml (this value was obtained by subtracting the pvi when the infusion was initially programmed to the pvi when the suspect syringe module was channeled off). Per alaris system with guardrails user manual v12.3.2 the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. Root cause: the root cause of the reported programming error was confirmed through log analysis and determined to be a user programming error. The review of the event log confirmed the reported infusion of meropenem started at 9:44 pm with the provided parameters, however at 10:02 pm the user pressed key ¿channel off¿ and the device was turned off, as a result the infusion stopped. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer reached out to bd to help understand the message, ¿pump-stopped-standby¿ from the all-infusion report. The customer was reaching out to know what happened at 2202. It was noted that it should have run from ~2143 to ~2213, and the programmed duration in seconds was 1770 or about 30 minutes, however it stopped at 2202 for an unknown reason. There was patient involvement, but no harm. Bd learned the following additional information from due diligence follow up: the date of event was 17 december 2025, and the infusion was meropenem. The intended infusion rate was 9.8ml/hr with a volume to be infused of 4.82ml and a total bag/bottle volume and concentration of 4.9ml of 20mg/ml. It was noted that 2.92ml had infused in 17.95 minutes. The customer also noted that, "all signs are pointing to this being a manual error."